Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6 e1: patient city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced six infusion sets cannula kinked event, one on (B)(6) 2024 and other five since (B)(6) 2024. The event occurred after 3 hours of infusion and the insertion site was at abdomen. All the infusion sets were in use for approximately 5 to 6 hours. The blood glucose level at the time of all eventss was 325 mg/dl and the patient resolved it with correction bolus via pump followed by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.